Event description:
It was reported that the ventilator generated alarm for low peep (positive end expiratory pressure). There was no patient harm. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated alarm for low peep (positive end expiratory pressure) during use. Identification of issue has been done by analyzing problem description. According to the information provided, the pressure transducer printed circuit board (pcb) was detected as faulty and the part has been replaced by the third party. Defective pressure transducer printed circuit board (pcb) may lead to high pressure. No part has been returned for further evaluation. The root cause to the reported issue has not been determined. (B)(4).

Manufacturer narrative:
The correction of field #g3 date received by manufacturer was required in initial emdr#8010042-2022-02094. This is based on the internal evaluation. #g3 date received by manufacturer: previous date received by manufacturer: 11/14/2022, corrected date received by manufacturer: 11/25/2022.

Event description:
Manufacturer's ref. # (B)(4).